Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of item no:9560524, lot no:my20e001r during the inspection upon acceptance, the requested phenomenon as well as deformation of the handle screw thread were observed. Please refer the attached report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, service repair) regarding a device used for spinal ther apy. It was reported that there was a decline/decrease in functioning of the instrument. The fixation of retractor engagement tip in the flex arm was weak. There was no patient involvement reported. There were no further complications reported regarding the event.